Manufacturer narrative:
Vendor analysis was performed on the scu. The fault was verified and isolated to a shorted 5v power rail. The faulted component was replaced followed by product testing. Previously reported codes b01 and d02 are applicable, as is code c02. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that hardware was replaced. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735820, serial/lot #: (B)(4), product ID: 9735821, serial/lot #: (B)(4). Analysis found on system control- analysis determined the returned scu powered up with the amber fault light on. A check of the event log showed a "could not enumerate strober" message on (B)(6) 2021. Analysis found on camera- analysis determined there the returned psu powered up without the fault light on. A check of the event log showed several intermittent faults including illuminator current low back to (B)(6) 2021, firmware incompatible back to (B)(6) 2021, and sensor temperature sensor not functioning in (B)(6) 2021. The psu also failed an accuracy test (aak) at .61 mm with a passing threshold of .25 mm. This psu has not been previously returned for a failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while setting up for a case the site had the main cart on but the camera cart was still off. There was a localizer disconnected error after the camera cart was connected and powered on. Reboots did not resolve this error and the site moved forward with another navigation system. The representative was able to replicate this behavior where the localizer was disconnected but appears to be an intermittent issue. Camera had only a green light when displaying the localizer disconnected message. Self test showed everything as green. Ndi tool error logs showed a illuminator current error that started appearing in (B)(6) 2021. There was no patient present. Additional information received. It was reported that the monitor on the camera cart is also not working now. We determined that some how one of the ethernet cables on the switch got looped back into the switch and started failing. After fixing that the monitor worked but the camera still failed. Additional information received. It was reported that after replacing both the cable and the camera the camera was operational for one boot up. The rep rebooted the system and then the software displayed a localizer faulted message. In the ndi tool box the psu had all normal statuses and the only error was a firmware error that had cleared. When connecting to the scu there was a status warning and all statuses were question marks. The rep checked the back of the scu and the led was a steady amber showing a non-recoverable fault.